Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause of error code 132.3000 on the pcu was a misaligned tamper boot seal, which was holding down the tamper switch. The issue was resolved by realigning the tamper boot, and the error was cleared.

Event description:
It was reported that the 8015 had error 132.3000. There was no patient involvement.